Event description:
It was reported they saw an out of regulation (oor) message. The patient had benefit at the time of report. It was further reported the impedance issue occurred after surgery and the cause of the impedance issue was not determined. It was unknown if it was device related and no lead fractures were noted. The patient recovered without permanent impairment. The new ins was checked on (B)(6) 2014 and it was still low at 253 therapy impedance. They had changed their settings and it was at 662 ohms. The patient still had tremor control with no side effects. The patient had seen the oor message and they still had tremor control at that time with no side effects. They had not planned to return to their health care professional¿s clinic until (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v064265, implanted:(B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v049666, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).